Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1054770 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1054770, test base part number 190-430 / lot: 1054770. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1054770 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. Reference MFR. Reports: 1221359-2022-00782 - 1221359-2022-00785.

Event description:
The customer reported four false positives with the idnow covid-19 assay performed on various dates involving one lot. This report is two (2) of four (4). The customer reported one false positive with the idnow covid-19 assay performed on a nasal swab (collection date: (B)(6) 2022). Confirmation testing (platform: diasorin) on a nasopharyngeal sample collected on (B)(6) 2022 generated a negative result. Per the customer, no additional information will be provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. The additional tests are reported under 1221359-2022-00782, 1221359-2022-00784, and 1221359-2022-00785.

Event description:
It was reported that the customer received a false positive result using an ID now covid-19 assay. Pcr confirmation testing was done using a diasorin and generated a negative result. No additional information, including patient treatment and outcome, was provided. This MFR. Report addresses test 2 of 4.